Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1840 was verified. The event log did show the error of 1840. Service opened the pump and found signs of fluid ingression. The microprocessor board will be replaced in service. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump alarmed error code 1840. No reported adverse effects.